Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19801463.

Event description:
It was reported that during the patient's scheduled follow up, high impedances were noted on both leads. The patient stated feeling inadequate stimulation. Reprogramming was attempted but did not resolve the inadequate stimulation. Imaging was performed and fractures and or kinks were identified on both leads, the patient was advised to turn the stimulation off. The patient then underwent a lead replacement procedure in which both leads were replaced, and is doing well postoperatively. The devices will not be returned for analysis as they were disposed of by the facility.